Event description:
During eval of a returned homechoice machine, a possible overfill situation was identified which occurred in 2008, during drain cycle 1. The pt's ultrafiltration reading was 2032 ml indicating the home pt (hp) drained 2032 ml more than their programmed fill volume of 3000ml. This info gives a total drain volume of 5032ml (3000ml + 2032ml). Follow up with the pt's nurse confirmed that the hp is doing fine and has been able to continue peritoneal dialysis therapy without any further problems. No pt injury or medical intervention was reported. Despite attempts by baxter, no add'l info could be obtained regarding this event.

Manufacturer narrative:
Add'l 510k#: k923065. Eval summary: the eval did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during eval. The therapy logs did not contain sufficient data to determine a probable cause of the overfill. However, with a last fill volume of 2000ml and the initial drain alarm programmed at 0ml, there is the potential of insufficient drain due to a false empty detect and user error/initial drain setting inappropriately programmed too low. The device will be routed to the service area.